Event description:
The customer reports during an unspecified procedure using an evis eus ultrasound bronchofibervideoscope, the seal around the distal tipped chipped off while in the patient's airway. It is unknown how the fragment was removed from the patient. Patient demographics and pre-existing conditions were requested and unknown by the customer. The procedure name was requested and unknown by the customer. The indication for the procedure was unknown by the customer. The patient's current condition is unknown by the customer. The customer did however confirm there was no adverse effect to the patient as a result of this occurrence.